Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The facility's biomedical engineer has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.